Event description:
Additional information was reported that on 05feb2023, after a log file analysis was performed, it was decided that the patient would undergo a pump exchange due to the suspected driveline damage. On (B)(6) 2023, the patient had their pump exchanged from a heartmate 2 to a heartmate 3.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log file. The submitted log file captured multiple low speed and pump stop events while the patient was connected to the power module (pm). Based on previous complaint history, the abnormal pump operation appeared to be consistent with a potential driveline wire compromise. (B)(6), was returned with the driveline severed approximately 3¿¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 35¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed adjacent to its hardware and was returned attached to the outlet elbow. The remainder of the sealed outflow graft material, the sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the textured, blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The portions of the driveline returned with (B)(6) were tested for electrical continuity, and all wires were found to be electrically intact. Visual inspection of the 35¿¿ driveline segment revealed a breach in the insulation of the red wire approximately 24.5¿¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulations or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the driveline wires. If the exposed conductors of the red wire contacted the braided shield while operating on a tethered power source such as the pm or mobile power unit (mpu) the resulting short to ground would have resulted in the low speed events and pump stops confirmed through the submitted log file. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Several sections of the hmii IFU and hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The hmii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on 04feb2023 the patient experienced a pump stop, low flow hazards, and low speed advisories while on the power module. There were no symptoms at the time of the event, but the patient was hospitalized for monitoring. The patient was put on battery power. It was suspected that the alarms were a result of a short-to-shield issue on the driveline.